Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018. (B)(4). Device evaluation: the product was not returned to the manufacturing site as it was discarded by the customer. Therefore, product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The search revealed that no similar complaints were received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zxt150 + 18.5 diopter intraocular lens (iol) was implanted in patient's right eye on (B)(6) 2017 and explanted on (B)(6) 2018 due to the patient complaining of blurry vision. There was no incision enlargement and no patient injury. A non johnson & johnson lens (+18.0 diopter size) was implanted as a replacement. Reportedly, post-exchange the patient vision has improved. The account commented that the explanted lens was discarded. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Corrected data: in the initial MDR, method was inadvertently not populated as required. The following has been updated accordingly: method: 4109. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.